Event description:
It was reported that the pump exhibited a double being alarm during testing. During physical inspection, it was found that there was a downstream/upstream occlusion sensor issue. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream/upstream occlusion sensors. The service history review had no indication that the complaint was related to a service of the device within the review period.